Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections have been updated: b4, d9, g3, g6, h2, h3, h6, h10. Functional testing found that the ats had to keep pumping air to keep the cuff inflated. A bubble test confirmed the leak was in the right angle connector port of the cuffs. Lot identification is necessary for review of device history records, and lot identification was not provided. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that 20 ats 30 inch disposable cuffs were found to be leaking. User was unable to provide the lot number as all cuff packaging was removed. The event occurred during inspection and there was therefore no patient involvement. This report is for the 16th of the 20 leaking cuffs. No adverse events have been reported as a result of this malfunction.